Manufacturer narrative:
Result of investigation: the driver assembly was returned to (B)(4) and evaluated by the factory service department ¿ the customer reported problem was confirmed. The driver was disassembled and it was determined cable leads were no longer connected by solder to the coil. No further investigation was performed.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The field service engineer evaluated the device as reported "inspected unit and found driver out of spec. The driver is reading 70 ohms. Installed driver, performed calibrations, and allowed oscillator to operate two hrs. To ensure proper operation."

Event description:
The customer reported the circuit breaker goes off when powering up the 3100 high frequency oscillating ventilator (hfov). The customer stated there was no patient involvement associated with this event.